Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's activity log was evaluated. Review of the device activity log shows that the device successfully discharged energy to the patient on four occasions. After the fourth shock, there was a "check pads" message and an excessive impedance message. This is not indicative of a device malfunction as there are several outside factors that can affect patient coupling. The associated electrodes were not returned for evaluation as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that the clinician obtained external paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.